Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a lap right hemicolectomy the surgeon was using the manual echelon stapler to transect a vessel. After firing the stapler, they could not open the jaws. The stapler seemed to be locked out and they could not troubleshoot how to open it. The surgeon may have fired the stapler over a clip which may have impeded the knife blades ability to return back to the home position. Another stapler was introduced to transect this vessel so they could pull out the original stapler which was locked out. There was no reported patient adverse events and the case was successfully completed. No patient consequence reported.

Manufacturer narrative:
(B)(4). Batch # p5882h. Device evaluation: the analysis found that one ec60a device was returned in good visual condition, with the closing trigger and anvil in the closed position, and the firing mechanism in the return stroke with the knife not fully back. One gst60w cartridge reload was received fully fired. In addition, a clip was found lodged behind the knife, resulting in the firing mechanisms jamming. No functional test was performed due the condition of the device. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Firing the device with a clip in the jaws can jam the firing mechanism resulting in the device not opened. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.